Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of tracking and trending data, a review of the service history, and a review of product labeling. The field service engineer (fse) inspected the analyzer and performed troubleshooting. He cleaned and replaced several parts and observed cross contamination had occurred. He replaced a dirty/contaminated arc probe (part number 08c94-42) which was determined as the likely cause of the discrepant result. A review of tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. A review of the service history identified no contributing factors to the current complaint. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive b-hcg patient result when processing on the architect i2000sr. Retest results were all negative. No specific patient information was provided. No impact to patient management was reported.